Manufacturer narrative:
The overflow of the sample probe wash unit is consistent with a sample quality issue and poor customer maintenance. The investigation was unable to determine a direct root cause.

Manufacturer narrative:
The phosphate (inorganic) ver.2 reagent lot number is 83452501, with an expiration date of 31-dec-2025. Qc and calibration were in range prior to the event. The customer observed overflow in the sample rinse station and was advised to conduct bi-weekly maintenance to clear any blockages. The investigation is ongoing.

Event description:
There was an allegation of a questionable phosphate (inorganic) ver.2 result from the cobas c 303 analytical unit. The initial result was 3.88 mmol/l, and the repeat result was 2.46 mmol/l. The sample was repeated because the initial result was critically high.